Event description:
It was reported that the physician contacted boston scientific technical services (ts) regarding a remote latitude alert from this implantable device. It was noted the amplitude measurements were out of range, in addition to high right atrial (ra) pacing impedance measurements (>3000 ohms). There was also a single inappropriate mode switch episode due to cross-chamber over-sensing. It was recommended to adjust the ra blanking to prevent this from re-occurring. Because all other lead parameters were in-range and stable, ts recommended enabling additional alerts and continuing with remote monitoring. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The ra lead is not a boston scientific product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the physician contacted boston scientific technical services (ts) regarding a remote latitude alert from this implantable device. It was noted the amplitude measurements were out of range, in addition to high right atrial (ra) pacing impedance measurements (3000 ohms). There was also a single inappropriate mode switch episode due to cross-chamber over-sensing. It was recommended to adjust the ra blanking to prevent this from re-occurring. Because all other lead parameters were in-range and stable, ts recommended enabling additional alerts and continuing with remote monitoring. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The ra lead is not a boston scientific product.